Event description:
It was initially reported only that there was "a failure of the absolute pro". There was no additional information initially reported. Return device analysis revealed that the stent implant was not returned and the distal outer sheath is fully retracted. The stent holder is separated at the distal end of the proximal marker. Subsequent information received from the physician states that the 7.0 x 150 mm absolute pro stent delivery system was difficult to deploy during an unspecified procedure. It was noted by the physician that metal was exposed on the delivery device. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The broken shaft was able to be confirmed. The difficulty deploying the stent could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.